Manufacturer narrative:
Corrected data: manufacturing and expiration dates an event regarding loosening involving a mets distal femur, femoral component was reported. The event was confirmed via evaluation of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a right distal femoral replacement since I was able to review x-rays with the implant in place. I also can confirm that the federal component may be loose so that I cannot be certain based on the x-rays provided. Further work up could confirm loosening. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause of loosening of a distal femoral tumor type prosthesis at approximately 13 years after surgery are multi factorial including surgical technique, cement technique, position and fixation initially, and patient factors including lifestyle, activity level and bmi. With the information given I would not assign any causality to the implant itself. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to loosening. A review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a right distal femoral replacement since I was able to review x-rays with the implant in place. I also can confirm that the federal component may be loose so that I cannot be certain based on the x-rays provided. Further work up could confirm loosening. Root cause analysis: the root cause of this event cannot be determined with certainty. The root cause of loosening of a distal femoral tumor type prosthesis at approximately 13 years after surgery are multi factorial including surgical technique, cement technique, position and fixation initially, and patient factors including lifestyle, activity level and bmi. With the information given I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
As per pss implant request: loose stanmore distal femur.